Event description:
It was reported that during equipment testing after a procedure at the user facility the device's top was found to be missing. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing after a procedure at the user facility the device's top was found to be missing. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.